Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s blood glucose level was 285 mg/dl,40 mg/dl,400 mg/dl. The customer declined troubleshoot for high and low blood glucose. During self test the customer found hardware low level failure in insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. However, hardware low level failures error during self test and confirmed in the device history due to broken trace on keypad assembly. Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer was reported via phone call that they were unsure whether the auto mode feature was active or not on the insulin pump at the time of high blood glucose event.